Manufacturer narrative:
(B)(4). The consumer states when she tried to reposition herself resulting in the movement of the bed, and she allegedly entrapped herself. Although injury is alleged, the specific injury and extent have not been disclosed. Its unk is user inadvertently engaged their bed pendant while repositioning themselves resulting in the alleged incident. Product has not been returned for eval at this time, so it is unk if a malfunction occurred or if other factors such as misuse, abuse or incidental pendant engagement had occurred. Malfunction has not been established. Bed was used by this consumer for one year without any complaints. MFR has not been able to obtain the bed for inspection as user refuses to release the bed. Consumer reportedly is still using the bed. MDR filed on alleged unconfirmed injury.

Event description:
The consumer states when she tried to reposition herself on the bed, the bed allegedly made a weird noise and shot up, sandwiching her. Although injury is alleged, the specific injury and extent are not known at this time.